Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and states the cause of the fault was determined to be a loose or folded balloon catheter, not a machine fault. The fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Event description:
The hospital reported that the cardiosave intra-aortic balloon pump (iabp) unit has an error of low vacuum pressure during operation and automatic inflation failed. The spare machine was replaced in time and no personal injury was caused.

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6) hospital. Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.